Manufacturer narrative:
One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition. The hemostasis sheath was found to have been fractured into pieces, and the component was broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage resulting in light exposure and embrittlement of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 27jun2024: the operator was unaware of the temperature issue. It was unclear if this happened before it was used on the patient or after. The locations of all stored angio-seal were checked and are temperature controlled as well as monitored.

Event description:
The use facility reported that once the physician placed the arteriotomy locator in the sheath and as the physician placed the angio-seal over the wire, the tube section of the sheath fell apart into approximately 100 small sharp pieces. In the health care professional (hcp) words, "disintegrated." There was no apparent patient harm as the device was never fully inserted into the patient. The wire was removed, and manual pressure was utilized to obtain hemostasis. The submitter noted that the packages temperature control warning was black indicating that the package had been exposed to 100 degrees or more. The procedure performed was an electrophysiology (ep). The estimated blood loss was less than 250cc's. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. No equipment or other devices were used with the involved angio-seal. Additional information was received on 11jun2024: the product was stored downstairs in a central warehouse style temperature-controlled storage area. Only two-three devices are brought up and kept in the lab. The two-three devices that are stored in the room are kept in a pyxis machine. However, the health care professional (hcp) stated that the ultraviolet (uv) lighting system had been disconnected due to know issues with uv light and angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.